Event description:
It was reported that the customer had low blood glucose levels of 47 mg/dl. The customer treated with glucose tablets. It was reported that the insulin pump did not alert the customer for the low blood glucose levels. Troubleshooting was done. The customer reported that the sensor glucose levels of the customer showed a reading of 395 mg/dl where the actual blood glucose levels were 47 mg/dl. The customer also reported a bent sensor on the insulin pump. The customer was advised to change the sensor of the insulin pump. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.